Event description:
It was reported that the caller experienced cartridge alarms 30 and 20 with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. No additional information was received regarding the outcome of the event.